Manufacturer narrative:
(B)(4). Results: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated.

Event description:
It was reported the jaw broke on the shear during cleaning. There was no consequence to the pt.